Event description:
It was reported by service report that the scale was inaccurate. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - head left and foot right load cells.